Event description:
A motor stall was found to have occurred on (B)(6) 2013 in the pump logs. The cause of the motor stall was unknown, and it was unknown if the stall recovered. The medications used within the system were morphine, bupivacaine, clonidine, and baclofen. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8832, serial# (B)(4). Product type: programmer, patient: product ID 8709, serial# (B)(4). Product type: catheter: product ID 8709, serial# (B)(4). Product type: catheter. (B)(4).